Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was 178 mg/dl. Connection and tubing were checked and everything was correct. It was stated that a no delivery alarm had not yet been received on the current set because customer had not yet attempted to deliver a bolus. It was advised to troubleshoot at the time of the issue occurring and that each incident could have a different cause. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.